Manufacturer narrative:
Corrected data, initial report: information from clinic notes received inadvertently not included. Corrected data, initial report: date received by manufacturer inadvertently listed incorrect date.

Event description:
Clinic notes received indicated that the patient experienced asymmetry of the left vocal cord. The clinic notes also indicated that the asymmetry of the left vocal cord may be related to vocal cord paralysis.

Event description:
It was reported that the patient was unable to sing since the vns was originally placed, and that it was found out years later in 2012 that one of the patient¿s vocal cords had been paralyzed. No additional or relevant information has been received to date.